Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturing representative and it was reported that the ins was superficial, not deep, but the patient could only get 2 coupling bars. The recharger antenna was kinked. No further complications were reported or anticipated. MDR decision corrected to not reportable.  No additional supplementals required unless additional information received indicates reportable event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (via a manufacturer representative (rep)) who was implanted with a neurostimulator. It was reported that the implantable neurostimulator recharger (insr) and the patient programmer (pp) were showing a power on reset (por) message. The patient couldn¿t recall the last time he used his implantable neurostimulator (ins) but stated that he had been able to recharge until the night prior to the report. The insr screen was locked on the por message and the 8840-clinician programmer showed that the ins was discharged. The patient was able to recharge after the insr was reset but they would need to recharge fully and return to the clinic for possible assistance with clearing the por. The patient was not aware of any factors that might have led to or contributed to the issue. Surgical intervention was not planned, and the patient was alive with no injury. There were no further complications reported or anticipated.